Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the catheter further described as the ¿patient accidently removed the t-set from the catheter. Subsequently, the patient developed peritonitis. It was not reported if the patient was hospitalized for the peritonitis event. The same day as event onset, the patient was treated with intraperitoneal (ip) injection of amikacin (250 mg daily, ongoing) and ip injection of ceftazidime 1 gm daily, ongoing) for the event. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.